Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a possible left-side rupture. Device remains implanted.

Manufacturer narrative:
Previous medwatch submission noted "possible left-side rupture." Healthcare professional reported that "device was non-allergan." Hence rupture is being unreported. Device has been explanted.

Event description:
Previous medwatch submission noted "possible left-side rupture." Healthcare professional reported that "device was non-allergan." Hence rupture is being unreported. Device has been explanted.